Manufacturer narrative:
The insulin pump had minor scratches to the display window and a broken reservoir tube lip. No unexpected error alarms were noted.

Event description:
The customer reported via telephone call that the insulin pump was damaged. The blood glucose reading was 154 mg/dl. There were scratches to the screen, making it difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.